Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance reason. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A helix mechanism test failed due to the helix housing being clogged with dried body fluid and tissue. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. This supplemental report is being filed to correct the h11: additional MFR narrative.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with the same mode l and never in service. No adverse patient effects were reported.